Event description:
Bard foley catheter 16fr 30cc balloon silicone coated inserted (B)(6) 2019. Three days later went to deflate balloon to remove it, unable to deflate it. Sent to ER. Prior to sending to ER, tried to cut off end to deflate it without success. Tried another one to test and could not deflate the balloon fully.